Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with a (left) 375cc mentor memorygel breast implant and (right) 400cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed with baker grade IV left breast capsular contracture and progressive right breast encapsulation. The patient's left breast capsular contracture was characterized with deformity and pain. As a result, on (B)(6) 2022, the patient underwent left breast capsulectomy, left implant exchange with a 375cc smooth round hp gel implant and mastopexy revision. Lastly, a nipple areolar revision was performed on the right breast. This medwatch form is for the right breast prosthesis. Complication on the left breast was reported under mrn: 1645337-2022-03576.